Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that customer¿s insulin pump had critical pump error. Customer¿s blood glucose was 303mg/dl at time of incident. The customer advised to discontinue use of the insulin pump and revert to a back-up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device received with critical pump error and a broken force sensor was detected during seating or regular delivery confirmed in history file due to moisture damage to force sensor. Unable to perform selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test or displacement test due to critical pump error. Device received with corroded electronic assemblies and corroded motor home switch.